Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. It was noted that the current drain was high for 4 months and was most likely due the cybersecurity upgrade. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited a charging problem. It was noted that the current drain was high for 4 months and was most likely due the cybersecurity upgrade. No intervention was performed. There were no patient consequences.